Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd received samples from the customer for investigation however, all samples were unable to be evaluated since the tubes were found to be past their expiration date of july 31.2020 . Bd was unable to duplicate or confirm the customers indicated failure mode because the products had expired and does not recommend the use of expired products. A review of the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer¿ push button blood collection set, the device experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: pir verbiage received, - "blood leaving from hub. Appears cracked."